Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was tested on an analyzer without duplicating the reported malfunction. The device was recertified and returned to the customer. No trend is associated with reports of this type. Review of the activity logs did not find evidence to support the reported event.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown) the device would not go into sync mode. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.